Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a hole; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified medication, at a rate of 550 ml/hr, via a plum pump. At an unspecified time, the option-lok male adapter of a second primary tubing set was connected to the distal clave y-site of the initial primary tubing set for a piggyback delivery of an unspecified concentration of etoposide. After 1 1/2-2 hrs, it was reported that an unspecified volume of solution leaked onto the floor from a hole 10 cm proximal to the distal clave y-site of the initial primary tubing set. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The customer contact reported between 15-25 ml of bleed back was noted. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to the pt. No medical interventions were required. Though requested, no add'l info was provided.